Event description:
The port in the IV line closest to the patient on the primary IV tubing appears to be defective; allowing blood to back flow out of the tubing and pool onto the patient, linens and floor.